Event description:
Rn was about to place a foley catheter into a patient when it was noted that a ball of fuzz was in the package. A new foley kit was obtained and used for the foley insertion. Original foley and packaging was sequestered.